Manufacturer narrative:
Per report, "customer called in to inform the cannulas received item # hud9507 are pinched at the nasal and at the tubing not the best quality. She used to order item (B)(4) never had any issues but they have been discontinued. She would like a replacement closer in quality to original item (B)(4)." Per report, "I just spoke to the customer from the above-mentioned complaint. She has a lot of concerns regarding the cannulas. She said that she is not able to complete the questionnaire. She appears to be in a nursing home. She said that she did send photos. She said she never wore the cannulas, because she was able to see through the package that the nasals were pinched. She said that some are too short and do not fit. She said she's been using these cannulas for a very long time. She says that the ones she purchased earlier were good, but when we put hudson's name on them, they were no longer good. (Since covid). She says that all of them have the same date and same lot #. She also wanted to know when she has more ordered., if someone can check them out before they send them." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer called in to inform the cannulas received item # hud9507 are pinched at the nasal and at the tubing not the best quality. She used to order item (B)(4) never had any issues but they have been discontinued. She would like a replacement closer in quality to original item (B)(4).